Manufacturer narrative:
Lot #: this information has not been provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Patient was initially instrumented with click 'x placed at l4-s1. Patient developed adjacent level disease and was returned to the operating room. Surgeon removed the construct at l4-s1 and re-implanted at l3-l4 with 6.0mm ti curved rods, 6.2mm ti dual core click 'x pedicle screws, ti click 'x locking caps for ti 3-d heads and ti 3-d head for click 'x screws. Follow-up x-rays showed the rods had slipped out of the screws. Patient had no neuro deficits but did have leg pain. Patient was returned to the operating room for revision to pangea. This report is #9 of 14 for the same event.